Manufacturer narrative:
Device evaluation summary: the delivery system returned without the stent graft. The stent graft cover was kinked. No further damage was observed on the delivery system. The front grip had been disengaged indicating that the bail-out technique was used to deploy the stent graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery was 21 mm. The length of the proximal aortic neck was 15 mm and the degree of angulation was 60. It was reported that during the index procedure, while attempting to deploy the stent graft from the delivery system, for an unknown reason, the stent graft could not be deployed normally. The delivery system was removed and replaced with another endurant ii device for implantation. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.